Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore off during insertion. The lens was implanted and removed without pt injury. It was indicated that the cause of the lens damage was unk. The contact stated the msi-pm injector and the aq cartridge fp were used during surgery, but the lot numbers were unk.